Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 11/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through results of a clinical trial that five months and six days post index procedure using a drug-coated balloon catheter, the subject developed adverse event radiocephalic arteriovenous fistula low transonic flow, a stenosis in venous outflow which required additional surgical intervention. It was further reported that the subject had target lesion restenosis in cephalic vein with maximum initial stenosis of eighty percent. Standard percutaneous transluminous angioplasty and other drug coated balloon catheter were used for treatment. Treatment re-intervention was successful, no new access was created, and the patient recovered with final residual stenosis of zero percent. The current status of the patient is unknown.